Event description:
My total knee replacement (nex gen) showed loosening in first year (x-ray) confirmed by add'l x-ray and 3-d bone scan at 20 months. Knee began to regress at about 10 months with recurring pain, stiffness, and instability which is getting worse.